Event description:
Reporter stated the customer is having some difficulties reading the display correctly and that it is defective. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.